Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiovascular ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The adverse event was discovered after the mapping phase and before the ablation phase started. There was no evidence of a steam pop. The procedure was completed successfully. Due to the pericardial puncture, it was necessary to extend the hospital stay for observation. The patient condition has improved. The physician¿s opinion regarding the cause of this adverse event is that this was not related to a bwi product malfunction. Flow rates were set at 2 ml/min standby, 8 ml/min = 30 watts & 15 ml/min > 30 watts. Force visualization settings were graph, dashboard, vector & visitag. The parameters for stability were: 3 mm, 3 s, 3 g, 25%, force threshold: 3-30g & the force value maximum threshold (30g). Color option used was tag index. A transseptal puncture was performed. No error codes were reported. Since the event (cardiac tamponade) is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.